Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurement that was detected via the patient¿s remote monitoring system. Additional information was received and indicated that lead testing was done but all measurements were in normal range. The patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received and indicated that this lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the reported high shock impedance continues to be intermittently out of range. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.